Event description:
Freezes with use and sprays nitrogen uncontrolled. Fs log # 98991. Wallach ultra freeze 900076 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Manufacturer narrative:
Investigation review DHR inspect returned samples *analysis and findings complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 25-jun-2021 under work order (B)(4) nd sold on (B)(6)2021. Manufacturing record review: (B)(4) as reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log (B)(4) his unit was at csi on (B)(6)2022. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint product was functionally evaluated and found not to function properly. Unit was spraying uncontrollably and freezes. Root cause: the root cause of this issue has been attributed to the dip tube getting slightly bent by the customer. This than caused the end of the dip tube to contact the bottom of the cannister which prevented the cannister cap to be able to be closed completely and caused the leakage and freezing. *correction and/or corrective action the dip tube was adjusted and the unit was tested ok to (B)(4). Coopersurgical will continue to monitor this complaint condition for trends. No further training required at this time. *was the complaint confirmed? Yes.

Event description:
Freezes with use and sprays nitrogen uncontrolled. Wallach ultra freeze 900076 (B)(4).